Manufacturer narrative:
Samples received: there are no samples available for analysis. Analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any sample, we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record of this product, an internal non- conformity was found but it was released into the market fulfilling usp/ep and b. Braun surgical requirements. Knot pull tensile strength results before releasing the product were 1.13 kgf in average and 1.08 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum). Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with silkam. During an unspecified surgery, the suture broke. It was noted that it occurred on the second or third use. This did not cause any patient harm. Additional information was not provided.